Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, it was impossible for the lens to pass a 2.2 cm incision. The incision was enlarged to 2.4 cm to extract the implant. The surgeon was able to pass the same model and diopter lens through this incision successfully. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. It is unknown what type of cartridge was used. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).